Event description:
It was reported that in the ic, when the swg was being removed from the dilator, the swg separated. A piece of the swg remained in the pt and was surgically removed by a thoracotomy. As a result a new kit was opened and used to complete the procedure. There was a delay in treatment but no harm was caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.